Event description:
It was reported that the customer went to the emergency room and required assistance to treat a low blood glucose (bg) level of 40 mg/dl, cause was unknown. Due to the bg level customer experienced "vomiting." Reportedly, the customer declined assistance from tandem technical support regarding the issue. No additional patient or event information was available.